Event description:
It was reported that a review of strips noted the right ventricular (rv) lead with noise which lead to anti-tachycardia pacing (atp) on a ventricular fibrillation (vf) episode. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).